Event description:
In 2007, at 1730 hours, in hospital, the plastic sheath (device #1) suddenly came apart while the siemens sensation 16 gantry was spinning, shredding and cutting and scratching the pt being imaged. The procedure was cancelled and the equipment taken out of service until clinical engineering and siemens representative could respond and repair the equipment. The pt and two hosp employees were injured though not seriously.